Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported dislodgement was not confirmed. However, the proximal seal was separated. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that during unpacking of the device, at the moment of removing the mandrel, the implant dislodged from the balloon. There was no resistance met upon removal of the mandrel or protective sheath. The device was not used and it did not enter into the patient anatomy. The procedure was concluded with success by using another device. There was no clinically significant delay in the procedure. No additional information was provided. The returned device revealed that the proximal seal was separated and the device was in two pieces.